Event description:
Failure code 500 was found during service. The facility's biomedical technician stated that they have no record of any pt incident involving the pump since the last baxter service event.